Event description:
It was reported that the pump was implanted in 2001 for delivery of morphine for back pain. Sometime later, the pt was admitted because the pt was not getting any pain relief and had extreme headache. During investigation, the physician withdraw approximately 250cc of clear fluid from the pt's abdomen. Since the physician believed that the pt pocket seroma and possible rejection of the pump, the entire pump system was explanted. There were no further complications.